Manufacturer narrative:
B5 - corrected to: the reporter indicated that a 13.2mm, vicmo 13.2, -04.50 diopter, implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2020. The lens tore during injection/delivery into the eye. There was patient contact (lens touched the eye) with no patient injury. The lens was removed intraoperatively and in a separate surgery on the same date, the lens was replaced with another vicmo13.2 lens of the same power. The problem was not resolved. The cause of the event is reported as unknown. See MFR#2023826-2021-01606 for replacement lens claim. (B)(4).

Manufacturer narrative:
Weight- unk, ethnicity - unk, race - unk, this product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicmo 13.2, -04.50 diopter, implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2020. The lens tore during injection/delivery into the eye. There was patient contact (lens touched the eye) with no patient injury. The lens was implanted, removed, and replaced intraoperatively on (B)(6) 2020. This resolved the problem. Cause of the event is reported as unknown. MFR#2023826-2021-01606.